Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It reported that the patient underwent a posterior spinal surgical procedure. It was reported that sometime post-op the patient underwent a screw removal surgery. It was reported that the screw head stripped and removal became impossible. Several drivers and pliers were used but not successfully. Surgical time was extended approximately 30-60 minutes. No additional patient complications were reported.